Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the pin is fractured near the threaded tip and exhibit wear mark on the shaft. The fractured tip was not returned. Dimensional analysis on the returned product noted the product is within specifications. It was noted that the threaded pin fracture surface showed a suspected crack exit site and indications of a torsional overload fracture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: item# 00249004630, lot# 63772087, 3.0 mm threaded pin. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02582.

Event description:
It was reported that during a surgery, the threaded tip from the 3.0mm threaded pin wire broke. The threaded tips are left inside the patient. No additional patient consequences were reported.